Event description:
Caller alleged imprecision with inratio meter. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.7, 2nd inr: 5.1, 3rd inr: 5.2, mean: 5.00, sd: 0.26, %cv 5.29. The 3.8 and 3.5 inr results were excluded from comparison test since they were obtained on different days. Since time between tests exceed three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot #248203 has strip code bd5e8 with brick lot #237419, which was assigned and packaged into 2 strip lots (247452 and 248203). (B)(4). Due to this low occurrence rate, below the total complaint threshold of (B)(4) for corrective action, no further action is required. This issue will be subject to tracking and trending. No corrective action required as this time as no product deficiency was established.